Event description:
The device was returned to a third- party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device, the third- party service center visually inspected the device and found evidence of foam degradation. In addition, the service center found a damaged and scratched ui panel. These parts were replaced to address the findings. The complaint was confirmed. The device passed all final testing.

Manufacturer narrative:
H3 other text : the device serviced by third party service center.